Event description:
It was reported that an infusor sv2 was leaking. This occurred at the end of an infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional leak testing did not find the reported leak. The evaluation could not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot number 13a040 was manufactured january 15, 2013 - january 17, 2013. If additional relevant information is obtained, then a follow-up MDR will be submitted.